Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. During a watchman left atrial appendage closure (laac), a versacross connect kit was selected for use. The transseptal puncture (tsp) was performed successfully and the sheath was advanced across the septum. The versacross dilator was removed and pigtail was inserted into the left atrial appendage (laa). At that time the anesthesiologist noted a drop in patients' blood pressure and an effusion was noted via transesophageal echocardiogram (tee). A central line was placed and pericardiocentesis was performed. The patient was stabilized, was transferred for further observation and remains in the hospital, expected to fully recover. The device is not expected to be returned for analysis. The physician believes the effusion occurred either during crossing of septum or post tsp, after the pigtail inserted into laa. No pe was noted prior to the procedure. The patient was not under warfarin at the time of event, but it was under pradaxa. It was later confirmed that the physician does not feel the equipment caused the event. When radio frequency was applied, the tee physician could not follow across the septum. There were no multiple attempts required at tsp. The lot number for the kit used was vmfb210923.

Manufacturer narrative:
Due to the additional information received on 30apr2024, the fields b5 (describe event or problem) and d4 (lot number, expiration date) were updated, thus this supplemental MDR is being filed. The device did not return for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. During a watchman left atrial appendage closure (laac), a versacross connect kit was selected for use. The transseptal puncture (tsp) was performed successfully and the sheath was advanced across the septum. The versacross dilator was removed and pigtail was inserted into the left atrial appendage (laa). At that time the anesthesiologist noted a drop in patients' blood pressure and an effusion was noted via transesophageal echocardiogram (tee). A central line was placed and pericardiocentesis was performed. The patient was stabilized, was transferred for further observation and remains in the hospital, expected to fully recover. The device is not expected to be returned for analysis. The physician believes the effusion occurred either during crossing of septum or post tsp, after the pigtail inserted into laa. No pe was noted prior to the procedure. The patient was not under warfarin at the time of event, but it was under pradaxa.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.